Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and no r-waves. The rv lead remains in use and is planned to be explanted and replaced. It was also reported the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use and is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2008, product ID 5068-52 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was further reported that the ra lead was capped and replaced.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high short interval counts (sic).